Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) determined that the reported event was caused by user's handling. According to the device evaluation result, the inside of the device was full of dust and corrosion, and the device was not used in day-to-day operations. Therefore, it is possible that the endoscopic image was not displayed because the user stored the device in a humid and poorly ventilated place, or because the device was not adequately cleaned. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4) workshop. As a result of the evaluation, the following was confirmed. The inside of the device was full of dust and corrosion. Corrosion and dust inside the device damaged all boards inside the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, no video signal was output and no endoscopic image was displayed. There was no report of patient injury associated with the event. The device was not used in day-to-day operations, but was used the week before the reported event occurred.